Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed dampened waveforms two days after being implanted. Imaging was taken and confirmed that the device was deployed into a vessel that was too small. As a result, the patient has suspended taking readings.